Event description:
The episode occurred during a laparoscopic procedure. On 5/28/99 a laparoscopic assisted vaginal hysterectomy (lavh) procedure was undertaken. The pt had undergone prior abdominal midline surgery, c-section. The bare access needle was placed at the umbilicus site, with acceptable drop/aspiration testing. The abdomen was insufflated, with a noted high pressure. Upon removal of the needle, bowel contents contamination was noted. General surgery was contacted and conversion to an open procedure was initiated for correction. The procedure was successfully completed without further incident. The pt is reported fine at this time, recuperating without medical sequelae.